Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a bend of less than 45 degrees was located in the severely tortuous and severely calcified distal left anterior descending artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during insertion, the distal edge of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.